Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the devices caused insufflation issues. A second device was used to complete the procedure. The original device was able to be used even though it continued to leak. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Duckbill out of position. The analysis results of the device found that it was received with the duckbill partially detached from the sleeve. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.